Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model epk-i7010-us available in the united states with a 510k number k182004. International medical device regulators forum (imdrf) adverse event reporting: (B)(4). The customer owned processor was received by pentax medical for evaluation on 16-dec-2021. The processor was inspected by pentax medical service under service order (B)(4) and the technician confirmed the user complaint and documented the following inspection findings: process pcb digital video failure, limit switch actuator plate(2) bent, ball plunger damaged, scope connector handle loose, control panel unit physical damage, process pcb software failure, customer complaint confirmed. The technician also noted the process board is bad, has a corrupted software and can't detect the scope. Limiter switch is worn out losing image when scope is tap or move. Bad plunger and loose screws on scope locking assembly. Scratched and couple of small cracked on the control panel cover, possible caused by the strong cleaning chemical. The device underwent repairs including the following components: ctrl panel unit w/front cover, ball plunger, cable to limit sw, pcb for process w7 ntsc. Model epk-i7010, serial number (B)(4), has been routinely been serviced at a pentax facility since the device was put into service. The device is awaiting repair and approved by final qc as of 10-jan-2022. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating there was no image involving pentax medical video processor model epk-i7010, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.